Event description:
During an in-clinic follow-up, inappropriate pacing was observed on the electrogram (egm). Oversensing was suspected, however this was not seen in the records from the device. No intervention was performed. The patient was stable.